Manufacturer narrative:
Correction: h3. Evaluation summary attached should not had been selected. Device not returned to manufacturer.

Manufacturer narrative:
Correction: b5: the initial b5 statement incorrectly reported that programming changes were made. New b5 statement correction notes programming changes were only recommended.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was noted with far-r oversensing. Programming changes were "recommended". The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was noted with far-r oversensing. Programming changes were made. The patient was stable.